Event description:
According to the available information, the catheter falls out, even though it should be full. After it has fallen out, they have filled water into the balloon to see what the problem might be. From what the customer could see, the balloon is leaking, as the water did not stay inside.